Manufacturer narrative:
(B)(4) - inspection of the returned product shows the wrist cuff connecting strap buckle locking mechanism is broken and loose inside the buckle. The wrist cuff buckle shows no lock damage and functions correctly. Note: posey instructions for use warning indicates before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks, and/or that hook and loop adheres securely, as these may allow pt to remove the cuff. Discard if the device is damaged. (B)(4).

Event description:
Customer reported the restraint lock did not close when an attempt was made to secure, it closed and also it sounds as though something is loose inside the locking mechanism. The reporter was contacted and provided add'l info. He stated that while the nursing staff was attempting to apply the wrist cuffs onto a male pt, the nurse clicked the restraint lock and heard a popping sound come from the wrist cuff locking mechanism and it would not lock shut. The nursing staff was able to use a backup pair of wrist cuffs and was able to place these on the pt. There was no pt injury reported.